Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for impedance out of range in the defibrillator coils. It was found that the superior vena cava (svc) epicardial patch had low impedance and had been seen to have high impedance. A chest x-ray shows that the epicardial patch had migrated. The epicardial patch was capped and a new epicardial patch was implanted. It was further reported that a transvenous lead was attempted to be implanted but not used. The transvenous lead had high impedance and failed defibrillation threshold (dft) tests. The lead was removed and a subcutaneous lead was attempted to be implanted. While attempting to implant the subcutaneous lead, the physician nicked the right atrium causing bleeding. The physician had to perform open heart surgery to repair the wound. Since the chest cavity was opened, the physician decided to implant an epicardial patch after the wound was treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.